Event description:
The patient was here for bladder stone removal. The equipment used malfunctioned and/or gave out on the final stone and the procedure was unable to be completed. The patient was going to be held overnight for the procedure to be completed the next day, however he opted to be discharged and have the procedure completed at another time through another facility. The laser belongs to an outside vendor, [redacted]. They are an approved vendor for laser use and are responsible for maintaining function. [Redacted] is a preferred vendor, they are responsible for the maintenance and repairs of this machine.

Event description:
The patient was here for bladder stone removal. The equipment used malfunctioned and/or gave out on the final stone and the procedure was unable to be completed. The patient was going to be held overnight for the procedure to be completed the next day, however he opted to be discharged and have the procedure completed at another time through another facility. The laser belongs to an outside vendor, (B)(6). They are an approved vendor for laser use and are responsible for maintaining function. (B)(6) is a preferred vendor, they are responsible for the maintenance and repairs of this machine.

Event description:
The patient was here for bladder stone removal. The equipment used malfunctioned and/or gave out on the final stone and the procedure was unable to be completed. The patient was going to be held overnight for the procedure to be completed the next day, however he opted to be discharged and have the procedure completed at another time through another facility. The laser belongs to an outside vendor, [redacted]. They are an approved vendor for laser use and are responsible for maintaining function. [Redacted] is a preferred vendor, they are responsible for the maintenance and repairs of this machine.

Event description:
The patient was here for bladder stone removal. The equipment used malfunctioned and/or gave out on the final stone and the procedure was unable to be completed. The patient was going to be held overnight for the procedure to be completed the next day, however he opted to be discharged and have the procedure completed at another time through another facility. The laser belongs to an outside vendor, [redacted]. They are an approved vendor for laser use and are responsible for maintaining function. [Redacted] is a preferred vendor, they are responsible for the maintenance and repairs of this machine.

Event description:
The patient was here for bladder stone removal. The equipment used malfunctioned and/or gave out on the final stone and the procedure was unable to be completed. The patient was going to be held overnight for the procedure to be completed the next day, however he opted to be discharged and have the procedure completed at another time through another facility. The laser belongs to an outside vendor, (B)(6). They are an approved vendor for laser use and are responsible for maintaining function. (B)(6) is a preferred vendor, they are responsible for the maintenance and repairs of this machine.